Event description:
It was reported by the consumer that post op a gastric band implant x-rayed revealed, the port is upside down. The port was replaced in 2009. There were no complications.

Manufacturer narrative:
Date sent: 04/03/2009. Information unavailable; device was not returned for evaluation.